Manufacturer narrative:
Quest has not received the subject devices referenced in this medwatch report and thus is unable to complete an investigation to confirm the complaint condition. A review of production records for the devices did not note any manufacturing deficiencies. Quest has concluded its investigation of this complaint condition. Quest will continue to monitor complaint trends.

Event description:
Quest received medwatch (B)(4) from the FDA on (B)(6) 2023. The report stated that there was an allegedly leak in the IV delivery sets. No patient complications were reported.

Manufacturer narrative:
Quest medical has not yet received the subject device for evaluation. Quest will continue to monitor this complaint trend and will file a supplemental report if any additional information becomes available.